Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced an infection at the ipg site that had migrated to the leads. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2025 to address the issue. The patient was administered oral antibiotics to address the issue, and the infection has since resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.